Event description:
It was reported that while the ventilator was connected to a patient, the o2 concentration to the patient was lower than set and an alarm was generated. There was no harm to the patient. (B)(4).

Manufacturer narrative:
(B)(4). The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator it was failing the pre-use check in the subtest ¿internal leakage test¿ and "flow transducer test", this indicates that the oxygen gas module is not deliver oxygen gas to the patient as expected, with the consequence that the oxygen concentration will be lower than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
(B)(4).